Event description:
The report received indicated the pt had a restenosis event seven months after receiving a cordis stent in the proximal left anterior descending coronary artery (lad). No info regarding the pt, the indication for the index procedure or lesion characteristics was provided. Info about the index procedure was not provided also. The pt underwent another percutaneous intervention to treat the restenosis. This restenosis event was determined as highly probable to the cypher stent.

Manufacturer narrative:
The device herein reported is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within thirty days upon receipt.